Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Neuropathy [neuropathy peripheral]. Severe and permanent physical injuries [injury]. Excess zinc [blood zinc increased]. Copper depletion [blood copper decreased]. Case description: an attorney reported that their client, an adult female age (B)(6), used fixodent denture adhesive, version unknown cream and super poligrip original denture cream adhesive as her denture adhesive of choice, unspecified total daily use on lower dentures that she received in approximately 1996 and upper dentures that she received in approximately 2004, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries that have left her unable to perform her normal, customary and daily activities, and neuropathy attributed to excess zinc and resulting copper depletion. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further information was provided.